Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1vd0z, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after they had their first interstim system implanted the chiropractor knocked the lead out of position so on the (B)(6) 2021 patient had a new ins and lead implanted. No symptoms were reported.